Event description:
It was reported that the external pulse generator (epg) has a crack in the upper casing and a small hole in the lower casing. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were cracked and broken. It was also noted that the side bail covers were contaminated and broken, the battery release and battery drawer were contaminated and the keyboard was cosmetically damaged.